Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff procedure, the scorpion needle was fired through thick tissue as this was a revision. After the fifth pass, the needle was fired it was noted that the tip of the needle was broken off and was in the patient¿s tissue.

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The mating part (instrument) was not returned or identified.

Event description:
It was reported that during a rotator cuff procedure, the scorpion needle was fired through thick tissue as this was a revision. After the fifth pass, the needle was fired it was noted that the tip of the needle was broken off and was in the patient¿s tissue. Additional information obtained: this was a revision for a recurrent tear in the patient's cuff. No arthrex hardware was removed. Original surgery and revision were performed by the same surgeon at the same facility.